Manufacturer narrative:
No patient present or impacted. The suspect vertek arm was evaluated: as reported, both ends of the vertek remain somewhat stiff once released and do not lock down completely.

Event description:
A medtronic representative reported a vertek arm ball joint was not moving smoothly. No patient was present when this issue was discovered.